Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca) and posterior descending branch. A non bsc stent was implanted in the mid rca and then the physician successfully implanted a 3.50 x 12 mm taxus liberte stent by direct stenting in the proximal rca. The physician then attempted to advance a 2.75 x 16 mm taxus liberte to the posterior descending branch, however, the device was unable to cross the lesion. The physician attempted to remove the stent and during withdrawal, the stent became dislodged. The physician was able to bring the stent back to the entrance of the guide catheter with the guide wire and then removed the guide catheter and guide wire together as a unit. The physician then successfully snared the stent from the patient. The procedure was ended at this point. No additional patient complications were reported with the patient's current condition listed as "fine".